Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a fall back in may, and the patient's pain had increased. X-rays confirmed the patient's lead had migrated. Surgical intervention took place where the right lead was explanted and replaced to address the issue. Effective stimulation was restored.